Event description:
Vena cava filter has a plastic wrapping on the legs. Prevented it from opening. Had to snare the filter and remove it. No injury to pt. Different brand filter used, case successfully completed.